Event description:
It was reported that the right ventricular lead exhibited high impedance and an increase in capture threshold. No intervention has been reported. The patient would be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on 11/20/2014 notes that the lead exhibited a decreased sensing amplitude, sensing of pvc. A fluoroscopy exhibited a kink near the sv junction. The lead was capped and replaced.